Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge (fg coyote fc) balloon catheter was advanced for dilatation. However, during initial inflation at 14-16 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(E1) initial reproter updated. (E2) health profession updated. (E3) occupation updated.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge (fg coyote fc) balloon catheter was advanced for dilatation. However, during initial inflation at 14-16 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.